Manufacturer narrative:
(B)(4). Additional information: the cause of the particulate matter was determined to be equipment design of the check band applicator in the assembly machine and operator error. To address this issue, the particulate matter awareness training was updated and the check band applicator fixture will be modified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: the device was manufactured november 14, 2014-november 17, 2014. The sample was received for evaluation. A visual inspection identified white particles, ranging between 0.61 to 1.38 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particles were acrylic. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter in its reservoir. This was found before use. There was no patient involvement. No additional information is available. This is report 1 of 10.